Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in line) and se 2367, which occurred on home choice (hc) during dwell 3 of 3. The baxter technical representative (tsr) did not find the cause of the alarm during troubleshooting. The tsr explained the alarm and had the hp cycle power twice to clear the alarms. The tsr explained that the hp needed to start over with new supplies. The hp wanted to finish with manual since she only needed the last fill. The hp was advised to contact the registered nurse(rn). There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The 510k number will not be provided in the emdr, because the product code and lot number are unknown. This complaint for the system error 2240 (air in line) was not confirmed. The root cause of the complaint was not determined. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq (B)(4).